Event description:
Allergan rep reported receiving a report from the physician who noted that after injection with juvederm by "the bridge of the nose and under eye" the pt experienced tingling. (B)(6) months after the injection, the pt had eyelid surgery and experienced persistent edema which the physician attributed to the pt's previous juvederm injection. Three (3) courses of steroids have been completed to reduce the edema but it reoccurs. No further info has been provided.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2013. Device labeling: precautions: the safety and effectiveness of juvederm ultra plus injectable gel for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. If laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvederm ultra plus injectable gel, there is a possible risk of eliciting an inflammatory reaction at the implant site. This also applies if juvederm ultra plus injectable gel is administered before the skin has healed completely after such a procedure. Adverse events: the most common injection-site responses for juvederm ultra plus were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.